Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event and passed out on the couch. The patient¿s wife found the patient and administered him with a glucagon shot that brought him back. The was unsure if the receiver alerted at the time of event but when he woke up receiver displayed a replace sensor soon message displayed followed by a replace sensor message due to the patient being on the 7th day of use of the sensor. At the time of contact, the patient was doing okay. Additional patient or event information is not available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.